Event description:
It was reported that during a ptca / atherotomy / stenting treatment procedure the maverick2 monorail balloon ruptured at 6 atm's on the fifth or sixth inflation. (The number of atm's reached on the initial four or five inflations is unknown.) The patient was asymptomatic during this event. It is noted that the lesion was treated with a rotablator before dilatation with the maverick2 monorail balloon catheter. The lesion being treated was a calcified and 99% stenotic lesion in the proximal lad coronary artery. The maverick2 monorail balloon catheter was removed and replaced with another balloon catheter to successfully complete the stent placement procedure. Patient status is reported as 'good'.